Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs and alerts were displayed on the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.